Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer stated her blood glucose was running high, she removed site from body and cannula was bent. The blood glucose reading was 500mg/dl. Nothing further reported.